Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported lock-up condition. The device powered on, charged and shocked, when prompted. Physio did confirm the presence of event codes logged in the device's memory. Physio then completed repairs related to the event codes and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported lock-up issue could not be determined.

Event description:
It was reported to physio-control that during a recent training session their device had a service indicator present and locked up. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After further investigation it was determined that the reported issue is a result of a usb communication between the patient parameter pcb assembly and the user interface pcb assembly failing on initialization. The root cause for this issue is that reset is not asserted for a sufficient amount of time to allow the usb hub clock oscillation to stabilize, resulting in the usb hub communication failure. To correct this issue a change was made to a capacitor in parallel with the usb hub (timing circuitry) to increase the margin of time that reset is asserted to allow the usb hub clock to stabilize.